Event description:
Device malfunction: sheared device. Time of malfunction: during vessel closure. Symptoms/ae: surgical removal of sheared device. User facility medwatch report received that states: on "in 2008, 08:30 pm a perclose proglide 6 fr. Device sheared off while in the pts vessel, resulting in the need to take the pt to or for removal. Device was removed by dr. And the pt has not displayed any evidence of permanent injury as of the completion time of the surgical removal of the sheared device". There were no adverse pt sequelae. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.